Manufacturer narrative:
Lot #: the potential lots were 60358697, 60348507, 60359314, 60353518. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of em2400 valve sets leaked lipids from port 2; further described as lipids "would be in the main line when they should not have been". The issue was identified during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the suspected lot # 60358697 was manufactured on march 30, 2022 to march 31, 2022. H4: the suspected lot # 60348507 was manufactured on february 10, 2022 to february 15, 2022. H4: the suspected lot # 60359314 was manufactured on april 06, 2022 to april 07, 2022. H4: the suspected lot # 60353518 was manufactured on march 11, 2022 to march 15, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.